Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised of her left knee arthroplasty due to pain, discomfort, and possible aseptic loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of the device history records for the articular surface identified no deviations and/or anomalies. Compatibility of the following devices was assessed with no issues identified. These devices are used for treatment. A complaint search identified no (0) additional complaints for the part/lot combination of the articular surface . Although the patient alleged possible loosening, review of the operative notes from the revision on (B)(6) 2015 revealed that the knee was revised due to instability; there was no indication of component loosening. The revision operative notes indicated that there was some varus laxity in extension and flexion, as well as some mid-flexion instability. The revision operative notes also indicated that the patient¿s pain was most likely due to the instability, as the post-operative diagnosis was listed as ¿painful left knee arthroplasty likely secondary to instability.¿ no deviations from the surgical technique were noted in the primary operative notes from the initial tka on (B)(6) 2013. These notes indicate that there was no varus, valgus or ap instability during trialing, and the same stability was achieved after inserting the articular surface. The package insert that was included with the articular surface does address the risks of instability and pain. The package insert lists ¿dislocation and/or joint instability¿ and ¿pain¿ as adverse effects. These are therefore known inherent risks of the procedure. A definitive root cause cannot be determined with the information provided. Concomitant medical products: persona uc articular surface, 10mm, ve left (fem 4-11, tib ef) (p/n: 42-5122-005-10, l/n: 62335083). Nexgen primary porous patella, 38mm x 10mm (p/n: 00-5878-065-38, l/n: 62325462). Persona cr femoral, standard, size 11, left (p/n: 42-5026-070-01, l/n: 62305915). Persona two-peg trabecular metal tibia, tm size f, left (p/n: 42-5300-075-01, l/n: 62186982). This report is 1 of 3 for this patient: 0001822565-2016-02520-2/0001822565-2016-02521-2/0001822565-2016-02518-2.